Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ''self test failed'' alarm after the machine startup. No patient involvement.

Manufacturer narrative:
It was reported that a technical event (te 233004) occurred during non clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. The root cause of the event was determined to be a defective valves. After recalibrating the valves, the device was released back into use.